Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. This complaint involves an unknown number of devices.

Manufacturer narrative:
This report is for an unknown rafn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for a supracondylar fractures, ipsilateral hip/shaft and poly trauma at femoral shaft and medial femoral condyle. Postoperatively, there was a union of fracture noted and patient needs a non-union treatment for tibial shaft fracture. There was an evidence of healing reported. Concomitant devices: unk - nail head elements: rafn spiral blade (part unknown, lot unknown, quantity unknown). Unk - end caps: rafn (part unknown, lot unknown, quantity unknown). Unk - screws: locking (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown retrograde/antegrade femoral nail (rafn). This is report 1 of 1 for (B)(4).